Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on set 19, 2020. Visual analysis of the photographs identified: yellow particles on the surface shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported right side "cannot find the nipples, and the nipples are on the inside." This event is not device related. Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "cannot find the nipples, and the nipples are on the inside." This event is not device related. Healthcare professional reported right side deflation. Device has been explanted.